Manufacturer narrative:
The initial reporter information was not provided.

Event description:
Paramedic stated the customer received a high blood glucose reading on the contour next ez and took a higher dose of novolog. Specific information was not provided. The customer's blood glucose dropped and he started to show hypoglycemic symptoms of diaphoresis, clamminess and confusion. The paramedics arrived at approximately 6:00pm and tested his blood glucose at 49mg/dl and 64mg/dl with their meter while the contour next ez reading was 59mg/dl and 74mg/dl. The patient was given 3 crackers with peanut butter and a jelly sandwich and 15g of oro gluco. Customer felt better and his blood glucose rose to 98mg/dl according to the paramedics' meter and 110mg/dl according to the contour next ez. The patient was advised to return the strips for investigation. New meter and strips were sent to him.